Event description:
The customer reported having high blood glucose of 578mg/dl, and he has treated with 15.0 units of insulin through the insulin pump, but he was unsure if he received the insulin. Then the caller stated that his glucose level dropped to 397mg. During the call, the customer mentioned being in the hospital the day before, and thought that they turned off his insulin that he gets every hour. Reviewed the device and it was not in suspend mode nor the basal rates were not turned off. Then the customer called back for assistance and found that his blood glucose was 51mg/dl. The customer had someone with him to assist, and the customer was treated with juice and sugar. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.